Manufacturer narrative:
B3. Date of event is approximate. Month and year of event are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated last month they came in to the doctor's office and the representative made an adjustment. Patient said the unit was low but the representative was able to make the adjustment slow. Patient then said when they came home to put the device on the charger to start charging it sent a real strong surge to her body and they has been having problems with muscle spasms and pain ever since. Patient has had to turn the device off. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). Rep reports they plan to meet with the patient on (B)(6) 2026.